Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Reason for device explant and/or reoperation: the patient has not undergone explantation or reoperation at this time. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 41-year-old caucasian female patient underwent a primary breast augmentation surgery with a 350cc mentor memorygel breast implant. Post-operatively, the patient experienced a rupture of her right breast prosthesis, which was confirmed via magnetic resonance imaging. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. Several follow-ups have been conducted, and no additional information has been received. If more information becomes available, mentor will submit a supplemental report accordingly.

Manufacturer narrative:
On october 23, 2023, mentor received additional information. It was reported that the patient's right prosthesis was intact upon removal. As such, rupture is not longer applicable to this file. Date of explant was updated to (B)(6) 2023. The patient's prosthesis was replaced with a 350cc mentor memorygel breast implant. The patient experienced pain in the left breast. A new file was generated to document the patient's left prosthesis. Refer to manufacturing report number 1645337-2023-13472 for the contralateral event. On november 07, 2023, mentor received the device for evaluation. On november 13, 2023, mentor completed a visual inspection and leak testing of the returned device. Device evaluation summary: visual analysis of the returned sample revealed that no damage or anomalies were observed on the breast implant. Leak testing was performed, in accordance with mentor procedures, and no areas of gel exposure were detected during the analysis. Although no conclusion could be reached on the cause of the reported event, the instructions for use contain the following caution: rupture status identified by MRI evaluation includes both suspected ruptures, which are those ruptures identified by MRI but not confirmed by explantation and examination of the device, and confirmed ruptures, which are those ruptures that are confirmed by evaluation of the explanted devices. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On may 02, 2023, mentor received additional information. Mentor became aware that the patient is scheduled for removal on (B)(6) 2023. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Date of explant: (B)(6) 2023. Reason for device explant and/or reoperation: rupture. Manufacturer¿s reference number: (B)(4).